Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as broken skin under the breast area. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed a cream for the wound. Outcome of the irritation is unknown as follow up attempts were unsuccessful.